Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed in is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported a customer experienced skin irritation while wearing an adc freestyle libre sensor. It was further reported that between (B)(6) 2018 customer noticed ¿oozing eruptions¿ at the insertion site so she self-presented to a physician and was prescribed an unspecified medication. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A valid serial number has not been provided. The reported complaint is related to skin irritation and allergic reactions to the patch adhesive of the libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor component dhrs (device history review) were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. The dhrs for all libre sensor kits within expiration at the time of complaint were reviewed and showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed and there were no adverse trends that indicate any potential product related issues as there were no trips for the reported complaint and libre sensors. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A nurse reported a customer experienced skin irritation while wearing an adc freestyle libre sensor. It was further reported that between (B)(6) 2018 customer noticed ¿oozing eruptions¿ at the insertion site so she self-presented to a physician and was prescribed an unspecified medication. No additional treatment was reported. There was no report of death or permanent injury associated with this event.